Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "on (B)(6) 2024, the patient was admitted to the hospital due to breast cancer requiring scheduled chemotherapy, and it was planned to puncture the infusion port and establish an intravenous infusion line. After the nurse opened the disposable implantable drug delivery device and left the needle, she found that the needle wing was damaged, and she could not effectively hold the needle for puncture, and the rebound of the needle was blocked. Immediately replace the disposable implantable drug delivery device with an indwelling needle without serious harm consequences." No other information was provided.